Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented with redness and indications of a small cyst at the surgical site. Steroid drops were prescribed. The site was lanced in 2006. The cyst was then surgically excised in 2006. No further details were provided.